Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the reservoir was occluded. Customer stated got no delivery during bolus. Troubleshooting was done. Customer's blood glucose was 427 mg/dl. Customer stated the alarm was resolved by infusion set change. No further information provided.